Event description:
Patient was receiving IV fluids via primary pump and vancomycin via a secondary IV tubing line. Rn went to unlock secondary tubing when vancomycin finished and the end broke off into the blue hub on the port above the pump. IV fluid began shooting out of the hub due to the plastic piece pushing into the hub. We have seen this kind of problem with this device before.there are issues at 3 different points of connection reported regarding the tubing:1. When the primary IV tubing is connected to the j-loop. We have 2 j-loop/extension sets in use; it is unknown which was being utilized in the reported incident.2. When primary IV tubing is connected to the blue port (clave) of another primary set.3. At the point of connection of the secondary tubing and blue port (clave) of primary tubing above the level of the IV pump.